Manufacturer narrative:
Gehc surgery service personnel removed and replaced x-ray tube. Swapped primary filter to new tube. Performed filament calibration and beam alignment. System functional checked and operating as intended.

Event description:
Customer reported, customer reports tube is leaking oil. Customer also reported they are still using the system without any problems. I advised them not to use the system until the tube can be replaced. No reports of injury to patients.